Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error 133.6090. No patient involvement was reported.

Event description:
It was reported that the device had error 133.6090. No patient involvement was reported.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support - recommended ty to replace logic board. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support - recommended ty to replace logic board. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/24/2010 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that the device had error 133.6090. No patient involvement was reported.